Manufacturer narrative:
(B)(4).

Event description:
It was reported that a diagnostic anomaly was noted through merlin.net transmission. The therapy was activated for vt but the morphology minimum/maximum matching score and the numbers of morphology matching template was indicated as n/a and the detail of diagnostics was uncertain in diagnostics summary. Device check was not performed. There were no adverse consequences to the patient.